Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified coronary artery. A 3.00mm x 30mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.